Event description:
Surgeon is requesting evaluation of explanted device. The patient had her initial surgery in 1996, and she had her revision surgery where the insert was changed and her patella resurfaced.